Event description:
(B)(4). Ongoing pelvic pain, extreme bloating, irregular cycles, multiple cysts on ovaries, polyp found in the uterus. Elevated levels of testosterone, other blood work returned normal ranges. Ultrasound done prior to essure implantation showed healthy uterus and ovaries, now shows multiple cysts on ovaries and polyp in uterus. Inability to lose weight no matter how hard I tried to lose it. Constipation issues, visual issues, hair loss, hormonal issues, and anxiety.